Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead was an attempted implant due to high impedance measurements. The physician opted to replace the lead and a new one was successfully implanted. No adverse patient effects were reported. At this time, this device remains in service.